Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention due to hypoglycemia. The patient's blood glucose (bg) levels dropped below 40 mg/dl while wearing the pod between 36 and 48 hours. Patient reported despite eating, drinking 3 cups of orange juice and 2 nasal sprays of glucagon, bg levels remained low. Patient called an ambulance and was treated by paramedics at home. Despite good faith attempts to obtain additional medical treatment details, this information was not specified.